Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the charged coupled device unit was damaged during user handling. The event can be detected/prevented by following the instructions for use which state: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation. And the customer¿s reported, problem no image was confirmed. The device evaluation found, the charged coupled device (ccd) was broken. In addition, it was also found, that the universal cord was scratched and the rubber on the insertion tube was separated. This investigation is ongoing. Follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video scope had no image. The issue was found during preparation for use. There were no reports of patient harm.